Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a right ventricular lead integrity alert, impedance was beyond the expected upper range, and impedance trend lead was variable. Oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for increased sensing integrity counter (sic) and varying pacing impedances including high impedance and intermittent impedance spikes. Capture threshold was noted as increased. Isometrics and pocket manipulations were negative for noise. An x-ray was performed, but due to the marginal quality of the x-ray, it was inconclusive of a suspected lead pin or setscrew misalignment problem with the implantable cardioverter defibrillator (ICD) device. A revision was performed. The lead was capped, but the device remains in use. No patient complications have been reported as a result of this event.